Event description:
Customer reported the hold/suspend button is missing from the alarm. Customer did not provide a date when the issue was discovered. No pt incident or injury was reported.

Manufacturer narrative:
Results: eval of the returned unit confirmed that the hold/suspend button has been torn off and is missing. There is a badly bent battery spring inside the battery compartment. The unit powers on and passes functional tests. (B)(4).